Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear and tear damage with customer mishandling and with increasing usage over time. The event can be prevented by following the instructions for use (IFU) which state: warnings and cautions. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had an air/water connection leak because the adhesive was coming loose. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap between the acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the scope body had a crack. Due to deformation of the suction connector, water tightness was lost. The suction connector was deformed. There was a gap between the acoustic lens and ultrasound probe. The adhesive on the bending section cover was detached. Due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.